Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, it was reported to animas that the keypad up and down arrow buttons and the ok button are responding intermittently. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/24/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2013 with the following findings:testing confirmed intermittent responses to button presses on the 'ok','up','down' and 'contrast' buttons. There was no visible damage on the keypad. The keypad cover was removed to check condition of the button contacts and contamination was observed under the contacts of all buttons. Unrelated to the initial complaint, the display screen was dim, discolored and difficult to read. No further actions with display was reported.